Event description:
When a fluid delivery set furnished in a convenience kit was inserted into a contrast bottle and the contrast was aspirated with a syringe, air bubbles were created. When the fluid delivery set was changed out to a new one, this problem did not occur. This occurred during prep, and there was no patient injury.